Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated the lot was manufactured with (B)(4) and was completed with a sort instruction for bad assembly on the tube to the wye. Issue was identified by the operator on the process, nevertheless, this issue is not related with the failure reported by the customer. Three product samples and photos were received for evaluation. Visual inspection and functional testing found only one of the three samples provided it is confirmed as leakage failure for a hole in the breathing circuit due embedded resin on the rings of the circuit. A non-conforming event (nce) was opened along with an internal ncr (B)(6) 2021 due the occurrence of this failure report, and investigation to identify the root cause will be performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that during a pre-use check, leakage of air was observed. No patient injury. No additional information is available for this complaint.